Manufacturer narrative:
Unit alarmed motor error during rewind due to motor with high current draw. No motor position encoder error alarms noted. Unable to perform displacement test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Unit had cracked reservoir tube lip, battery tube threads cracked, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 123 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.